Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm and it was hard to clearing the alarm because down button was not responding. The customer blood glucose level was 71 mg/dl at time of incident and current blood glucose 86 mg/dl. The customer was assisted with troubleshooting. Customer does not use auto mode. Customer reports programming was accurate as it used to be. Customer reports reservoir was showing more insulin than what was shown on the status screen. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance image. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.